Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had buttons hard to pressed and motor error alarm. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that insulin pump was reject new battery and scratches on the screen sometimes hard to read backlight on screen. Customer stated that customer stated that the insulin pump was received unexplained no delivery alarm and motor makes grinding and screeching noise every now. The device will not be returned for analysis.